Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the cannula to be visibly dented at the distal tip. A .342 gage pin does not fit through the distal tip inner diameter. The damage to the cannula is likely due to mishandling. The deformation of the tip has the potential to cause scraping in certain loading conditions. No other damage found.

Event description:
It was reported that there is an indentation inside of the cannula accessory. No patient harm, adverse event or injury was reported.